Event description:
It was reported to philips that system would not boot up, stuck at "00:00". The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of event. The system was being used for diagnosis procedure, was completed as planned by restarting the system. The philips field service engineer (fse)visited onsite and found that the flexvision pc was defective. A review of the system log files found malfunction with flexvision pc. The defective flexvision pc was returned to philips for failure analysis, which confirmed that the issue was due to a failed psu component that could not boot up. To resolve the issue, fse replaced flexvision pc and the hard disk. After replacement the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system was unable to emit x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.